Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra fine¿ insulin pen needle clogged during use and failed to deliver a complete dosage of insulin, despite being primed and rotated at the injection site beforehand. The consumer reported 3 occurrences of this event. The following information was provided by the initial reporter: "consumer reported the pen needle gets clogged during the injection. Not all the insulin comes out. He does priming. He uses new pen needle each time. He rotates the injection site."

Event description:
It was reported that the bd ultra fine¿ insulin pen needle clogged during use and failed to deliver a complete dosage of insulin, despite being primed and rotated at the injection site beforehand. The consumer reported 3 occurrences of this event. The following information was provided by the initial reporter: "consumer reported the pen needle gets clogged during the injection. Not all the insulin comes out. He does priming. He uses new pen needle each time. He rotates the injection site."

Manufacturer narrative:
Investigation: customer returned (14) 32g x 4mm bd pen needles without tear drop labels attached (used). Consumer reported the pen needle gets clogged during the injection. All 14 returned samples were examined and the following was observed: 11 samples with bent non-patient end cannulas. 2 samples with broken non-patient end cannulas. 1 sample with good non-patient and patient end cannulas; this sample was tested for flow using a test pen injector and passed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. The possible root cause for this issue is: user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen.